Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (b)(3) 2023. During the procedure, after deploying the first band, it was noticed that the fourth and fifth bands were moved on top of the other bands. A second speedband superview super 7; however, it had the same problem. The scope was just removed and the ligator was replaced. The procedure was completed with a third speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. During the procedure, after deploying the first band, it was noticed that the fourth and fifth bands were moved on top of the other bands. A second speedband superview super 7; however, it had the same problem. The scope was just removed and the ligator was replaced. The procedure was completed with a third speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had seven bands attached and some of them overlapped and the ligator housing teeth were damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator housing overlapped, and the ligator housing teeth were damaged (bent). This suggests the inability of the device to deploy the bands, which could have happened due to manipulation during the preparation of the device before the procedure started or as a result by the technique used by the physician. The handle was not returned for analysis so there is no way to tell if the trip wire was secured into the handle slot. The bands could not be deployed if the ligator housing teeth were damaged, possibly, when placing the ligator housing into the endoscope or it could also be a possibility that the technique used by the physician when advancing the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.